Event description:
It was reported over the past weekend, the patient had complained of increased pain. The patient had an MRI and no granuloma was found. The healthcare professional (hcp) diagnosed "traverse myelitis." There were no neurological deficit (i.e. Bowel or bladder issues). The area of concern was t-10 and swelling appeared from t7-12. There were no alarms or volume discrepancies. The pump contained fentanyl, clonidine, bupivacaine and dilaudid (hydromorphone). It was further reported the patient was having increased pain and weakness in their lower extremities. The manufacturer representative (rep) and hcp were doing a revision of catheter today with the assistance of a neurosurgeon. The symptoms were noted to be still the same and the patient was not receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
On (B)(6) 2014 information was received from a representative indicating that the pump was turned to minimum rate and the catheter was just subcutaneously attached to the pump, but it was not in the intrathecal space.

Manufacturer narrative:
(B)(4)